Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the high energy endo therapy accessory, such as laser and high frequency, was used without keeping enough distance from the distal end of the subject device. The event is detectable and preventable by handling device in accordance with the following IFU: the detection method is described in the IFU operation manual ¿3.2 inspection of the endoscope. The prevention method is described in the IFU operation manual ¿4.2 using endo-therapy accessories." Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope was reprocessed without attaching the water-resistant cap. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.